Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components of the pump, including the pneumatic tap area and cartridge o-ring, and attempted to assist with loading a new cartridge. However, the customer was unable to successfully load the cartridge, and technical support referred the customer to csa for escalated troubleshooting.